Manufacturer narrative:
The customer reported to have ordered and replaced the power management board implementing the field change order (B)(4). After installation of the new pm pcba, tests outlined in the verification procedure(s) section were conducted. The unit passed successfully. The part replaced will not be returned for failure investigation. Pm pcba has been disposed of so no part will be returned for failure analysis.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer reported a down power management (pm) printed circuit board assembly (pcba). The customer reached out to the remote manufacturer's service technician and indicated the specific malfunction unavailable at time of call back. The customer stated the unit is down and the pm pcba is bad as verified by their technician. The customer requested support recall letter, pcba board and wanted to know when the new boards are coming. The remote manufacturer's service technician advised customer that the pm pcba will be replaced. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.